Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced high blood glucose of 25.5 mmol/l. Customer stated that the insulin pump had insulin flow block alarm and cannula was bent. The reservoir will not be returned for analysis.